Event description:
It was reported that (2) hp053 were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the handpiece made an error alarm. Opened another instrument to complete the case. No adverse pt outcome.